Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker explant. Upon interrogation prior to the procedure, it was noted that the right ventricular - rv lead exhibited noise oversensing causing pacing inhibition. The rv lead was capped and replaced (B)(6) 2020. The patient was in stable condition throughout the procedure.